Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. During the tavr, the physician placed the commander through the sheath and into the body. The loader cap was securely placed in the sheath and held while the physician advanced the commander system. Once the valve was through the sheath and in the aorta, the surgeon started to align the valve on the balloon. The physician was performing the alignment under fluoro, however, he did not have the entire system where he could see it properly under fluoro. So when the valve was dialed to load the valve on the balloon, he was not looking at what he thought he was. When they got to the last radiopaque marker where the physician should have stopped dialing, the fcs told them to stop. The other physician disagreed and advised to keep going. At that point, the physician continued to dial the fine adjustment wheel and went past the balloon and then they were unable to proceed. At this time, the physician tried to pull the entire system back to the sheath, where they attempted to get the valve back in the sheath so they could pull everything out together. The team did end up getting the valve into the sheath, but when they started to pull the entire system out together, they were getting stuck in the common femoral. At this time, the team brought the valve back out of the sheath and into the distal aorta. The valve was left in the distal aorta, while they pulled the commander system out of the body. At this time, they placed a non-edwards 20x5x100 balloon in through the edwards sheath and placed it through the valve and deployed the valve in the distal aorta below the renals and above the aaa the patient has. The team then prepped a new 16fr e-sheath and replaced the 14fr e-sheath. A new commander system and 23mm sapien 3 ultra valve were prepped and deployed in the patient successfully.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "valve alignment difficulty or inability - fine adjust", and "difficulty or inability to withdraw system with valve through vasculature" were unable to be confirmed as the event unit was not returned and no relevant procedural imagery was provided. In this case, there was no allegation of device malfunction contributed to the reported event. A review of IFU/training materials revealed no deficiencies. As reported, "during the tavr, the physician placed the commander through the sheath and into the body. The loader cap was securely placed in the sheath and held while the physician advanced the commander system. Once the valve was through the sheath and in the aorta, the surgeon started to align the valve on the balloon. The physician was performing the alignment under fluoro, however, he did not have the entire system where he could see it properly under fluoro. So, when the valve was dialed to load the valve on the balloon, he was not looking at what he thought he was. When we got to the last radiopaque marker where the physician should have stopped dialing, I told them to stop. The other physician said no we are not there yet, keep going. At that point, the physician continued to dial the fine adjustment wheel and went past the balloon, and we were unable to proceed. At this time, the physician tried to pull the entire system back to the sheath, where we attempted to get the valve back in the sheath so we could pull everything out together. We did end up getting the valve into the sheath, but when we started to pull the entire system out together, we were getting stuck in the common femoral. At this time, we brought the valve back out of the sheath and into the distal aorta. The valve was left in the distal aorta, while we pulled the commander system out of the body." Valve alignment difficulty or inability - fine adjust: per the training manual, "do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment." In this case, it is likely that during fine adjustment, the fine adjust wheel was overly dialed causing the valve to be positioned too distal on the inflation balloon. Available information suggests that use error (over-alignment) contributed to the complaint event. Difficulty or inability to withdraw system with valve through vasculature: in this case, the crimped valve was successfully retracted back into the sheath, but the entire system was stuck in the common femoral. Due to withdrawal difficulty, the valve was readvanced out of the sheath and deployed in non-target location using a bav. The valve can increase the rigidity and profile of the sheath, making it more likely to interact with the surrounding vasculature during removal, particularly in patients with calcified, tortuous, and/or narrowed vessels. However, without imaging and detailed patient anatomy information, a definitive root cause could not be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental report is being submitted due to additional information received. Sections a2 age and dob, b4, g3, g6, h2 and h11 have been updated.